Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the base. A piece measuring approximately 0.426in" x 0.085in" was found to be broken off and was not returned. As a result of the broken blade, the instrument failed the energy recognition test. The probable root cause of the recognition failure is attributed to the broken curved blade, caused from improper use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the system flashed a yellow light to alert that the harmonic ace instrument was not recognized and could not be used. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.